Event description:
It was reported that pulse generator could not be interrogated. No intervention or patient symptoms were reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed that the pulse generator could not be interrogated. The root cause could not be determined.

Manufacturer narrative:
.

Event description:
Additional information reported stated that on (B)(6) 2014 an attempt to download the device software was unsuccessful. No patient symptoms were reported. The device was explanted and replaced on (B)(6) 2015.